Event description:
It was reported that, after a hip hemiarthroplasty, the patient suffered a dislocation. A revision surgery was performed to treat the event: the tandem unipolar taper sleeve was explanted and replaced with a or3o implant. The patient outcome is unknown.